Event description:
A revision surgery was required for a patient with suspected asceptic tibial loosening of their attune tibial component. During surgery to inspect, it was apparent that the tibial component was in fact loose or what appeared to be debonded from the cement. A tibial revision was performed with an attune tibial revision component placed. The femoral component was kept in place. The original surgery was performed (B)(6) 2017. The cement used in the original case was 1 x 40g pack of gmv smartset: 3105-040, lot #8391358 doi: (B)(6) 2017. Dor: (B)(6) 2022. Unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was received for examination. The photo investigation and visual examination found signs of micromotion on the bottoms surface of the device, which is usually an indicator for loosening. Some extraction damage can be seen. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was performed and there were two nonconformancse recorded on this batch that were related to process controls and did not impact on the overall product.

Event description:
Additional information received indicated that the tibial component was in fact loose, a revision surgery was required which took 2 hours.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.